Manufacturer narrative:
Consumer reported same day spinner, also reported the implant was fine at the time of placement.

Event description:
Consumer reported same day spinner, also reported the implant was fine at the time of placement.